Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive a loop of jejunum? If so, how was this constructed? Was the tissue condition a factor of what was experienced with the device? What was the shape of the malformed staples? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery of laparoscopic radical gastrectomy for gastric cancer, when severing the intestine tissue, after fired, noted some staples malformed. Changed the new one to complete the surgery. After the surgery, the patient's anastomotic site bled. Reinforcement of fluid replacement and fasting treatment were given. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 02/19/2021 as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Additional information was requested, and the following was received: what were the indications for surgery?: gastric cancer. Did the patient receive a loop of jejunum? If so, how was this constructed?: unobtainable. Was the tissue condition a factor of what was experienced with the device?: unobtainable. What was the shape of the malformed staples?: unobtainable. Did the patient receive any preoperative chemotherapy or radiation?: unobtainable were there any issues experienced with the device in the initial surgical procedure?:unobtainable. What healthcare professional fired the device and what is his/her experience with the device?: unobtainable. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unobtainable. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?: unobtainable. Was the device difficult to close?: unobtainable. Was the device difficult to fire?: unobtainable. Did the healthcare professional receive audible & tactile feedback when firing the device? Unobtainable. Were the donuts inspected? If so, please describe. Unobtainable. Was a complete transection of the white breakaway washer visually confirmed?: unobtainable. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unobtainable. How was the post-op bleeding identified?: unobtainable. How many days postoperative was the bleeding identified?: unobtainable. What was the total estimated blood loss (ml)? Unobtainable. Was a transfusion required? Unobtainable. How was the bleeding addressed?: reinforcement of fluid replacement and fasting treatment were given. Other information is unknown. What was the pre and postoperative anti-coagulant and pain management protocol?: unobtainable. Was the bleeding intraluminal or extraluminal? Unobtainable. What is the current status of the patient?: unobtainable.